Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag motor not being recognized by a centrimag console was confirmed. The returned centrimag motor (B)(6) was received at the service depot. The motor was connected to multiple test centrimag consoles, and an m2: motor disconnected alarm was reproduced with each connection. The motor was scrapped and was forwarded to the ppe department for further analysis. Upon arrival at the ppe department, the motor¿s cable was measured. An open line in one of the motor¿s bearing phases (blue and red power wires) was observed, which would cause the reported event to occur. The motor was connected to a test centrimag console, and the system displayed an m2: motor disconnected alarm. Manipulation of the motor¿s cable did not affect the alarm condition nor the measurement of the observed open line. The motor¿s cable and lemo connector were opened; however, the inner conductors appeared unremarkable, narrowing down the cause of the issue to wire fatigue within the motor¿s cable. However, the root cause of the wire fatigue was unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor, serial number l00691-0003, showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor instructions for use (IFU) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the motor failed during a practice simulation. It seemed like the magnet was decoupling, but the pump head was seated correctly in the motor. The pump head was tested on a different motor with the same console, as well as on a different secondary console and all the consoles/pump head operated properly. The motor was tried on a different console, and the motor continued to fail. Other motors were tested on the original console and everything operated correctly. Initially no motor alarm happened. When it was plugged in, "no set rpm" appeared on the console as if the console did not recognize the motor for 10 seconds. Then when it was plugged in it would give a m2 alarm, even with the motor plugged in. Eventually there was an m4 alarm and it sounded like it had decoupled. When elevating the cord it would become more intermittent.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device's most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.